Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopy-assisted distal gastrectomy, the resections of duodenum, gastric body, and small intestine were successful. On the 6th firing on y-anastomosis, the surgeon confirmed that the green buttons flashed, then the surgeon double clicked the lower rotation button, confirmed the device entered slower speed mode, then tried to fire the device, however it did not react. Replaced by a new device to complete the case. No patient injury.